Manufacturer narrative:
This report is submitted on 23 january 2020.

Event description:
Per the patient's surgeon, the device was electively explanted on (B)(6) 2019 due to a loss of electrode function. There are no plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on march 14, 2020.